Event description:
Information was received based on review of a journal article titled, ¿total versus unicompartmental knee replacement for isolated lateral osteoarthritis: a matched-pairs study,¿ which compared the functional outcome of patients following unicompartmental knee replacement (ukr) using the oxford domed lateral ukr to patients who underwent cruciate-retaining total knee replacement (tkr) for isolated osteoarthritis in the lateral compartment. The study consisted of two groups: group a consisted fifty patients (50) who underwent lateral ukr between (B)(6) 2006 and (B)(6) 2009; group b consisted of two-hundred fifty-four (254) patients who underwent cruciate-retaining tkr between 2001 and 2009. The patients in group b were matched with patients in group a in terms of gender, age and body mass index (bmi). The journal article reports one (1) revision procedure in group a to exchange the polyethylene tibial bearing due to wound dehiscence and (B)(6). There were no revision procedures reported in group b. The author concludes that the functional results of mobile-bearing ukr for isolated osteoarthritis in the lateral compartment compare favorably to those after cruciate-retaining tkr in the short term. To compare survival and complications after both procedures, longer-term follow-up is necessary.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. (B)(6).